Event description:
It was reported that the 9800 sys fluoro stopped in the middle of the procedure. It was noted that low ma and low kv errors were displayed. Another sys was used to complete the case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the snubber assembly and x-ray controller cmos battery. The sys was tested and found to be working as intended and placed back into service.